Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with essure") and gastric bypass ("gastric bypass") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1996, (B)(6) 1999,(B)(6) 2001, (B)(6) 2011). Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced urinary tract infection ("uti's"), fungal infection ("yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastric bypass (seriousness criterion medically significant) and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, dysmenorrhoea, gastric bypass and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, fungal infection and vaginal discharge had resolved and the dyspareunia and abdominal pain lower was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fungal infection, gastric bypass, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Ultrasound scan vagina - on 3-jun-2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Essure start date was updated as 27-apr-2011 and stop date was updated as 30-jan-2016. New events added- abnormal bleeding(vaginal, menorrhagia), uti's, dysmenorrhea (cramping), gastric bypass, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, and right ovarian cyst. Lab data and historical conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with essure") and gastric bypass ("gastric bypass") in a 34-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2011), gastric anastomotic leak, gastroesophageal reflux disease, esophagitis, ectopic pregnancy termination, cholecystectomy, esophageal reflux, oligomenorrhea, nausea, vomiting, chronic cholecystitis, cholesterolosis nos, abdominal cramps, left lower quadrant pain and back pain. Concurrent conditions included obesity, diaphragmatic hernia, acute gastric ulcer without mention of haemorrhage or perforation, gastrojejunostomy, weight loss, chest pain, snoring, joint swelling and gastritis. Concomitant products included betacarotene; bioflavonoids; biotin; calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced urinary tract infection ("uti's"), vulvovaginal mycotic infection ("yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("cramping") and underwent gastric bypass (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, dysmenorrhoea, gastric bypass and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection and vaginal discharge had resolved and the dyspareunia and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, gastric bypass, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Trailing coils: 2 coils for both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described in patients medical record:- gastric bypass. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Lot number added. Historical condition added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with essure") and gastric bypass ("gastric bypass") in a 34-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 1999,(B)(6) 2001, (B)(6) 2011), gastric anastomotic leak, gastroesophageal reflux disease, esophagitis, ectopic pregnancy termination, cholecystectomy, esophageal reflux, oligomenorrhea, nausea, vomiting, chronic cholecystitis, cholesterolosis nos, abdominal cramps, left lower quadrant pain and back pain. Concurrent conditions included obesity, diaphragmatic hernia, acute gastric ulcer without mention of haemorrhage or perforation, gastrojejunostomy, weight loss, chest pain, snoring, joint swelling and gastritis. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced urinary tract infection ("uti's"), vulvovaginal mycotic infection ("yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("cramping") and underwent gastric bypass (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, dysmenorrhoea, gastric bypass and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection and vaginal discharge had resolved and the dyspareunia and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, gastric bypass, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Trailing coils: 2 coils for both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Ultrasound scan vagina - on (B)(6) : results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:- gastric bypass. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with essure") and gastric bypass ("gastric bypass") in a 34-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 1999,(B)(6) 2001, (B)(6) 2011), gastric anastomotic leak, gastroesophageal reflux disease, esophagitis, ectopic pregnancy termination, cholecystectomy, esophageal reflux, oligomenorrhea, nausea, vomiting, chronic cholecystitis, cholesterolosis nos, abdominal cramps, left lower quadrant pain and back pain. Concurrent conditions included obesity, diaphragmatic hernia, acute gastric ulcer without mention of haemorrhage or perforation, gastrojejunostomy, weight loss, chest pain, snoring, joint swelling and gastritis. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti's"), vulvovaginal mycotic infection ("yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the (B)(6) 2016 patient underwent gastric bypass (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain lower ("cramping"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, dysmenorrhoea, gastric bypass, weight increased and fatigue outcome was unknown, the menorrhagia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection and vaginal discharge had resolved and the dyspareunia and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, gastric bypass, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Trailing coils: 2 coils for both sides. Discrepancy noted in insertion date- (B)(6) 2011 and removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:- gastric bypass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: new pfs received- fatigue event was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.